Manufacturer narrative:
Additional information was received 4 days later stating that the MFR conducted a percutaneous lead distal end replacement according to procedure. No further issues or alarms could be reproduced after the percutaneous lead replacement was completed. The patient is discharged at home and is doing well. The report of red heart alarms and pump stoppages was confirmed based on the evaluation of the replaced section of the percutaneous lead. A section of the percutaneous lead approximately 7" long was returned for evaluation. Examination of the lead found breakdown of the braided shield at the terminus of the connector bend relief and adjacent to the metal connector. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the green wire adjacent to the metal connector. The remaining portion of the lead appeared unremarkable. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported red heart alarms and pumps stoppages. The observed wire damage appeared to be the result wear and tear due to repetitive flexing. No further information is available. The MFR is closing its file on his event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that there is percutaneous lead damage, with speed drops, pump stoppage and red heart alarms. A percutaneous lead evaluation was scheduled with the MFR.